Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest within twenty four hours of dialysis treatment and subsequently expired. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.